Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd pump tubing will not prime completely using pump. Tried two separate pumps with the same problem. The problem was detected before use or was not attached to patient. There was no serious harm reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation without their original packaging, in used condition, and decontaminated. The complaint returned unit was visually inspected under normal conditions of illumination according to procedure. No damage, kinks or any discrepancies that could cause the failure mode reported were visible. A functional test was performed. The samples were set for priming testing. There were no discrepancies detected in the sample. Sample was fully priming and connected without difficulty, the pump was set running, and liquid flowed through the whole device without interruptions, no alarms were activated. The proper performance of the tests and the results are within specification the root cause cannot be determined as the sample was tested and no discrepancies were detected. No corrective action required as the complaint was not confirmed. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: b5: additional information . H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 5-jan-2023 via email and attached to complaint object: patient information is unknown. Obtained contact information and updated the complaint.